Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his insulin pump had keypad anomaly. The customer stated that the buttons are scrolling through options menu by itself and the buttons are not responding to his touch. Customer also indicated that he had a battery out limit alarm but did not want to troubleshoot for these issues. Customer's blood glucose at the time of incident was 184 mg/dl. Customer could not recall any significant events leading up to errors. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. No moisture damage was found on the electronic stack, motor, battery tube and vibrator assembly. No battery out limit or failed battery test alarm noted. All operating currents are within specification. The insulin pump passed displacement test and self test. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, broken battery tube threads, cracked reservoir tube window, cracked case at the reservoir tube window corner and cracked reservoir tube.